Manufacturer narrative:
The device was returned to olympus for evaluation, additionally the technician identified remnants of white crystallized contamination, which is potentially believed to be a simethicone type product within the air/water channels. During the repair the reported issue was confirmed. The device failed the automated pressure test, a manual leak test was conducted, and the device was not leaking. Additionally, the following failures were identified: air/water channel, up, down, left and right angle/left and right-angle play/electrical safety test and automated air leak test and contamination in the air water channels. Lastly, the light cover was chipped, and adhesive worn/optical cover missing/distal end cap cracked, and adhesive worn. The root cause could not be determined; the investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
An olympus representative reported that during reprocessing, the evis lucera elite colonovideoscope wheel was loose. The procedure was completed using the same device. There were no reports of patient harm associated with this event. During testing and inspection of the returned device, there was foreign material found in the scope. This MDR is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material was infacol. The event can be detected/prevented by following the instructions for use which state: ¿air/water feeding and suction. Warning: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection.¿ olympus will continue to monitor field performance for this device.